Event description:
Agency reports: I smashed my fingers on a new solara 3g, s/n (B)(4), today when tilting it. Fingers were pinched between the triggers, and the end of the rail arc. We cannot get the full 50 degrees of tilt even if the fingers are moved, as much as possible, out of the way. Right now we are forfeiting 10 degrees of available tilt due to this issue. I understand, and accept that recline settings greater than 90 degrees should decrease the amount of available tilt. Customer states no end user involvement.